Manufacturer narrative:
Event evaluation: the development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Regarding this failure mode there are many potential contributing factors in the IFU addresses: the maximum and minimum overlap of components; anatomical criteria; ballooning locations; patient sizing. As note above, prior to placing the main body in the pt, the physician appears to have partially deployed the main body and manipulated the graft material to deploy the proximal edge of the graft material above the renal arteries. It should be noted this is considered off-label use, however, there is no evidence to suggest this was a contributing factor in the components separating. The pt's anatomy is considered the root cause of the device disconnecting. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male pt, with a history of ischemic heart disease, on medication for hyperpiesia and under medical treatment for diabetes, underwent aaa repair in 2007. The pt's anatomical form was suitable for endovascular repair. Fenestrations were created in the main body before the placement to prevent coverage of the renal arteries. The proximal end of the main body was placed above the renal arteries. Fenestrations of the main body fitted the position of renal arteries. Then stents were placed in both renal arteries. The procedure was successful and no endoleaks were observed. Two months later, it was found that a type ii endoleak existed from the lumbar artery at the time of discharge. It was also observed that there was an enlargement of the aneurysm. The greatest dimension of the aneurysm before the procedure was 61 mm, but it became 71mm. No additional procedure was performed. In early 2008, a type ii endoleak from the lumbar artery still remained. The greatest dimension of the aneurysm was now 68mm. No additional procedure was performed. Seven months later, a type ii endoleak from the lumbar artery still remained. The greatest dimension of the aneurysm became 85mm. No additional procedure was performed, and it was decided to take follow-up observation. On six days later, the iliac leg disconnected from the main body due to enlargement of the aneurysm and this caused a type iii endoleak. The aneurysm ruptured. An emergency surgical operation was performed, but the pt expired the same day.